Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) due to concerns of intermittent left ventricular (lv) loss of capture (loc). Technical services (ts) reviewed the device data and confirmed intermittent lv loss of capture. The plan is to further evaluate. No adverse patient effects were reported. This lv lead remains in service.